Event description:
It was reported that non-sustained lead noise due to post paced t-wave oversensing was observed on ventricular channel via merlin at home transmission. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
.